Manufacturer narrative:
The ventricular lead remains in service with the new paceamker and no further issues have been reported.

Event description:
Boston scientific received information that nine months ago, this patient with this pacemaker presented to the emergency department with symptoms of fatigue, dizziness and near syncope. It was noted that the patient had a viral infection which caused their threshold measurements to increase. A heart monitor showed ventricular loss of capture with heart rates in the 30 bpm range. The patient was then transferred to the ICU. At that time, a boston scientific sales representative (sr) was present and interrogated the device. Pacing outputs were increased due to the increased threshold measurements. Seven months following this incident, the patient's pacemaker was explanted and replaced for normal battery depletion.